Event description:
It was reported that the customer was hospitalized after being found unconscious with blood glucose levels over 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Found no delivery, low battery, battery out limit, and bad battery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.